Manufacturer narrative:
(B)(4). The customer reported a 12-lead ECG issue. There was no report of pt impact. The unit was evaluated by the philips field svc engineer. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause.

Event description:
The customer reported a 12-lead ECG issue. There was no report of pt impact.